Event description:
Pt reported that after injection with juvederm in the smile lines and lip area, the pt felt sore immediately at the injection site, during the same night the pt noticed that the nostrils are the left side of the face was really sore. The next morning, there was redness, bruising and tenderness from the left nostril to the left side of the mouth area. The pt went to see her physician and he injected the pt with an "enzyme" that dissolves juvederm and applied nitrobid cream to the area. The pt had an immediate, violet reaction to the cream and vomited all night, had migraine, the pt visited the emergency room and was admitted and put into a medically induced coma and continued on the treatment of nitrobid and "enzyme" to dissolve juvederm. The pt spoke to the injecting physician after coming out of the coma was prescribed valtrex, hydrocodone and other antibiotics and was asked to continue on nitrobid cream. The pt also stated that there was pus draining from the site and she had a scar at the injection site after injection. The pt also stated that a few days ago another dermatologist prescribed doxycycline and asked the pt to stop the nitrobid cream and other antibiotics. The pt's condition has since improved.

Manufacturer narrative:
Unique identified (UDI)#: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore add'l event, product, or pt details are not attainable. The events of soreness, redness, bruising, tenderness, vomiting, migraine, drainage, scarring, and come are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for those events.